Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Patient's current blood glucose was 198 mg/dl. The customer treated for high blood glucose was bolused with the pump. Customer declined to troubleshoot. The drive support cap appeared normal. The product was not returned for analysis.